Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer report number: 3006705815-2020-01730, 1627487-2020-04269. It was reported the patient had their ipg explanted on an unknown date due to a staph infection. The patient later had another staph infection and had their leads explanted too on an unknown date. No further information is available at this time.